Event description:
Customer called in to report that her mother passed away on (B)(6) 2014. Blood glucose reading at the time of death was 588 mg/dl. The customer's mother was wearing the insulin pump at the time of death. Customer's mother had been doing testing with her doctor and had high blood glucose while her blood pressure went down. The customer's mother bolused for high blood glucose before going to bed and died in her sleep. The cause of death was determined to be complications of diabetes. The insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.